Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent noise was noted on the patient's right ventricular (rv) lead. The patient was dependent. When the patient presented for rv lead revision, another capped rv lead was also found along with the existing rv lead. The existing rv lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information received notes that oversensing was also noted on the right ventricular (rv) lead.